Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The insulin pump was not able to complete the rewind, and the displacement test could not be performed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind process as a result of the motor encoder signal being out of phase.